Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The 1198 v-sics since last session 19 hours ago. One inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing. Twenty seven non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained tachycardia.

Event description:
It was reported that the right ventricular (rv) lead contained a fracture caused by subclavian crush. The lead exhibited inhibited pacing, oversensing, and noise. As a result, the patient received inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.